Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. No conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
A three piece silicone lens model number aq2010v was torn. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available a supplemental medwatch will be sent.